Event description:
The customer contacted stryker to report that their device failed to recognize ventricular fibrillation and gave a no shock advised indication. In this state, the device may not be able to deliver defibrillation therapy. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device but was unable to verify or duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device failed to recognize ventricular fibrillation and gave a no shock advised indication. In this state, the device may not be able to deliver defibrillation therapy. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Additional information: the customer confirmed that because the device performs charging silently and prioritizes CPR guidance, the staff assumed the device was not recognizing vf. The issue was determined to be due to use error. Correction: section h6 clinical signs code grid has been corrected